Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral breast augmentation, while performing skin closure, the first suture needle detached from the suture and the two other sutures broke mid strand length. A new suture was used to resolve the issue and complete the case. There was no patient injury.